Event description:
It was reported that the device had a high-pitched noise and a gas leak. There was no delay of the therapy and backup plan was in place with another vent. There was unknown patient involvement, and no harm/clinical injury/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No missing or damaged components were found. Functional testing performed. When applying air to the gas input fitting, the air can be heard venting loudly inside the case enclosure. On closer inspection, the demand body assembly is not attached to the oscillator and flow blocks, confirming the customer's reported event. No action was taken. Due to obsolescence and lack of spare parts, we are unable to complete the servicing of the ventilator. Device will be sent back un-repaired or scrapped on site. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.